Event description:
Device malfunction: mislocation. Time of malfunction: during vessel closure. Symptoms/ae: none. It was a reported that a physician trained in the use of the perclose at achieved arteriotomy closure of the femoral artery after an interventional procedure. At an unspecified time later, it was reported that the patient was suffering from intermittent claudication. It was determined that the superficial femoral artery was occluded. The patient has been referred to a local hospital for a possible surgical intervention. Although requested, there is no additional information available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.